Manufacturer narrative:
Analysis of the pump found no significant anomaly; the pump reached end of service (eos) based on time progression, as expected. Conclusion code no longer applies.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml dose not reported via an implantable pump. The indication for use was intractable spasticity. It was reported that the pump shut off for ¿1092¿. Per the reporter the environmental, external or patient factors were noted as nothing to report as well as nothing to report regarding diagnostics or troubleshooting performed. The pump was replaced. The issue was resolved at the time of the report and the patient status was noted as ¿alive, no injury¿. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump was stopped due to off state so they were unable to program or print telemetry.

Event description:
Additional information was received from the healthcare provider that clarified the reason for programming the pump to off state was that eri occurred and they were unable to schedule before replace by date. There were no symptoms of withdrawal. In regards to troubleshooting performed it was noted as ¿n/a¿ (not applicable). No further complications were reported/anticipated.

Manufacturer narrative:
Updated to reflect information received on 2017-mar-23. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump was returned the previous week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.